Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6). One of the results was from the patient's toe. The customer stated the qcs passed within 24 hours of the event. The device was requested for investigation. If the device is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with the accu-chek inform ii meter. At 12:17 am, the meter result was 601 mg/dl (with a data flag). At 12:20 am, the meter result was 68 mg/dl. At 12:28 am, the meter result was 265 mg/dl. The reporter does not know which is the correct result.

Manufacturer narrative:
Medwatch fields in h6 updated: - type of investigation code. - investigation conclusion code.